Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples were missing. The surgeon resected add'l tissue and performed a colostomy, and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.